Event description:
Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. X-rays were taken and were reported by the physician to be unremarkable. No known surgical interventions have occurred to date.

Event description:
It was reported that the vns patient's system was tested and system diagnostics returned high lead impedance results with dcdc 5. Normal mode diagnostics were not run. X rays were taken but they were not sent to the manufacturer for assessment. The x-rays were reviewed by the medical professional and it was reported that no action would be taken at present. Review of the available programming and diagnostic history confirmed normal impedance results through (B)(6) 2014. The pulse generator was not disabled. No known surgical interventions have occurred to date.